Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (wife) for the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately low compared to another meter (verio 2). The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the alleged inaccuracy began on "(B)(6) 2016 between 18:30 and 20:00" when he obtained blood glucose results of "147 and 158mg/dl" on the subject meter compared to "239 and 261mg" on the other meter, preformed within 30 minutes of each other. The reporter claimed the patient manages his diabetes with insulin (self-adjuster) and decreased his dose of novolog insulin from 22 units to 20 as a result of the alleged inaccuracy. The reporter denied that the patient developed any symptoms. No medical intervention was required. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure; the blood samples were taken from an approved site and the patient used the correct testing steps. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.